Event description:
The pt tested his blood glucose on suspect device at 8 p.m. And it was 254 mg/dl. He took 5 units of normal insulin and 5 units of humalog. At 9:15 p.m., the pt was unresponsive to wife. She tried to feed orange juice but was unable to do so. Called the paramedics and at 11 p.m. They tested his blood glucose on their device and it was 25 mg/dl. He was given an IV of an unk substance. The pt refused to go to the hosp. The pt regained consciousness at 11:30 p.m. At that time the paramedics tested his blood glucose at their device and it was 125 mg/dl or 127 mg/dl. The customer ate a peanut butter and jelly sandwich and tested his blood glucose on suspect device and it was 40 mg/dl.